Event description:
A pt was undergoing hysteroscopic endometrial ablation. The fiberglass insulating tip of the outer resectoscope broke off in the uterus. When the surgeon grasped the tip to remove it, the tip broke into three (3) pieces, but all were retrieved and then discarded. No pt problems resulted from the occurrence.